Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customedr reported that they had a display monitor when out. This resulted in a temporary inability to monitor patients centrally until the customer replaced the monitor. There was no report of any patient harm as a result of the reported events.